Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl ( 30.0 mcg/ml at 11.194 mcg/day) via an implantable pump. The indication for use was spinal pain. It was reported the patient was having increased pain and felt as if they weren't getting relief from the pump. It was noted the patient had a hard fall which may have caused the issue. The hcp tried to performed a dye study but was unable to aspirate the catheter. The patient was scheduled for surgery for catheter revision. The hcp opened up the spine to find that the catheter was no longer in the intrathecal space. The spinal segment of the old catheter was then cut and replaced with a new spinal segment. It was noted the issue was resolved. The patient's weight was (B)(6).